Event description:
Co representative reported the breakage of a bioabsorbable screw during attempted insertion. The situation did not cause any pt injury or surgical delay. All pieces were retrieved from the joint without impact to the pt.